Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life was shorter than the user expected. Multiple low and replace battery alarms had occurred after the battery was replaced. A review of the alarm history confirmed low battery alarms and replace alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during investigation, the pump powered on to the "verify" screen appropriately. A review of the pump history showed multiple low battery warnings and replace battery alarms had occurred. Evidence of excessive battery usage also was observed in the black box. The battery compartment was found to be intact with no cracks. No evidence of moisture contamination was found inside the battery compartment or on the underside of the battery cap. The battery cap fully tightened to the pump and a power loss was not observed. During testing, current draws were found to be out of specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump and battery terminal contacts were intact. Evaluation revealed an internal component on the printed circuit board had failed causing short battery life. Unrelated to the complaint, the display screen was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.